Event description:
It was reported that the patient presented for a follow-up in clinic. Interrogation revealed that the atrial leadless pacemaker exhibited noise reversion episodes and poor i2i (implant to implant) communication. Programming changes were made to address the i2i. The patient was in stable condition.